Event description:
Additional information indicates that patient manifested twiddler's syndrome, which prompted lead extraction. At the time of the procedure, a patent foramen ovale was observed on a transesophageal echocardiogram. The physician decided to extract the device and surgically abandon the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that chest x-ray result showed that this right ventricular (rv) lead was not in the apical position but still appropriately pacing/sensing. The lead's proximal coils was also stretched. The patient also experienced chest pain. Additional information obtained indicates that the patient denied manifesting twiddler's syndrome. The patient's symptom was unrelated to the device. The physician has plans of explanting the system. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.